Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned because the patient was experiencing pectoral stimulation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.